Manufacturer narrative:
The device was received and during investigation, a bend was observed on the soft cannula. The bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred.

Event description:
It was reported that the patient's blood glucose level reached 20.4 mmol/l (450 mg/dl). The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated by applying a new pod.